Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial and right ventricular leads. The leads remain in use. No patient complications have been reported as a result of this event.